Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead was in a motor vehicle accident and was tachycardic after the accident. The device was interrogated and shock impedance measurements of greater than 200 ohms were observed, which had been elevated since the implant of the patients device. An xray was performed, and it was noted the lead appeared normal. The device was reprogrammed to a different shocking vector. Boston scientific technical services (ts) discussed troubleshooting options and the patient was referred to their primary physician. No adverse patient effects were reported. The lead remains in service.